Manufacturer narrative:
The returned ilet device was confirmed to power on only while connected to the charger and shut off when removed. Investigation found the battery connector was not fully seated, likely due to assembly and subsequent vibration. The issue was determined to be a power subsystem malfunction. No clinical symptoms or medical intervention were reported. Complaint confirmed.

Event description:
It was reported that an ilet pump powered on and appeared charged while connected to the charger but powered off immediately when removed, and the wake button was nonresponsive off the charger; video evidence from the user corroborated the behavior. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included replacement of the device and instructions provided for return of the original unit. Investigation included a review of user-provided video and case documentation. Investigation of this case revealed a device power or battery performance issue consistent with failure to operate on battery power despite indicated charge. It was concluded that the device malfunctioned and required replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.